Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer who informed philips multiple parts had been replaced in-house including the nibp assembly mainboard. The staff reported that the dialytic blood pressure (bp) values seem too high, and when tested manually, the numbers appear more accurate. The customer refuses remote support and requests onsite troubleshooting. The cause of the malfunction is currently undetermined, and the customer will wait to send the unit back to the bench until the root cause analysis is conducted. A philips technical consultant (tc), who was dispatched onsite, escalated the case to a national support specialist (nss). In the meantime, the tc sent the customer additional instructions. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer has received this unit back from bench repair and the issue remains unsolved. The diastolic pressure reading is high. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who informed philips multiple parts had been replaced in-house including the nibp assembly mainboard. The staff reported that the dialytic blood pressure (bp) values seem too high, and when tested manually, the numbers appear more accurate. The customer refused remote support and requests onsite troubleshooting. A philips technical consultant (tc) was dispatched onsite to look into the situation; however, escalated the case to national support services (nss) to further evaluate the unit. In the meantime, the tc sent the customer additional instructions. The tc elected to withhold returning the unit to the bench until a full root cause analysis could be completed. Root cause analysis was performed by a philips national support specialist (nss) which included an onsite evaluation. The nss unboxed the unit received from bench repair evaluation and began his assessment and observations. The nss noticed right away the unit had been set to "quick mode "and requested the customer not configure the unit to this configuration in order to receive correct blood pressure readings in the future. The nss also discovered the customer had attempted to compare measurements obtained from a patient simulator directly to those from a live patient. The nss informed the customer, via philips documentation, that patient simulators cannot be used to verify measurement accuracy and are only appropriate for evaluating repeatability. The nss identified that the hospital did not follow aacn best practices for obtaining nbp measurements, as nss witnessed a staff member applying the nbp cuff over patient clothing. Additional documentation was provided to reinforce proper nbp measurement technique. Furthermore, the nss noted that the facility lacked an adequate range of appropriately sized nbp cuffs and recommended that the site obtain all necessary cuff sizes to accommodate the patient population served. In conclusion, the nss noted the unit was functioning as intended. However, device usage practice and the limited availability of appropriately sized nbp cuffs have contributed to the questionable nbp values that have been reported by the staff. Based on the information available in the case, observations, and testing conducted, the product was confirmed to be operating per specification, and the customer's reported problem could not be replicated. The customer had been using the device incorrectly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.